Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not working. The health care professional (hcp) stated that an alert was received for ventricular was greater than atrial. Boston scientific technical services (ts) discussed the event and suggested to turn off ventricular tachycardia storage. Additional information received indicated that the field representative verified that this right ventricular (rv) lead had pulled back and was capturing atrial. Reprogramming changed were done. This rv lead remains in service. No adverse patient effects were reported.